Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been receiving lost sensor alerts all day. She requested assistance inserting a new sensor. Customer's blood glucose was 516 mg/dl. She treated with a bolus delivery. Customer was advised of proper sensor insertion and calibration methods. The transmitter passed the test plug procedure. Customer was assisted with successfully inserting a new sensor. Nothing further reported.